Manufacturer narrative:
No further follow-up is planned. Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2012. Evaluation summary a patient reported their humapen memoir only displayed the date and time and a letter c in the dose field. Investigation of the returned device (batch 0911c03, manufactured november 2009) found the display was missing the dose numbers. A detailed investigation found the root cause for the missing dose numbers was cracked conductors within the lcd interconnect cable. The user reported a "c" was observed in the dose field which is a sign of missing dose number segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Corrective action, cracked lcd cable - a corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable to improve the lcd cable robustness and to enhance controls of the cable bonding process to the lcd unit. Due to the time required to qualify the new supplier of cables, these improvements are targeted for implementation by q1 2012, and supply of humapen memoir has been temporarily interrupted while improvements are being implemented. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for an unspecified indication. It was reported that the patient's humapen memoir pen injector dose field displayed the letter c. The humapen memoir was associated with product complaint (B)(4) /lot 0911c03. Return status of the pen was not provided. The user and the user's training status were not provided. The humapen memoir had been in use for about a year. Update (B)(6) 2012: additional information received (B)(6) 2012 via global product complaint database. Added device specific safety summary. Added returned to manufacturer date. Amended device medwatch info and EU/ca fields appropriately.

Event description:
(B)(4). This device case, which does not regard an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was using an unspecified medication for an unspecified indication. It was reported that the patient's humapen memoir pen injector dose field displayed the letter c. The humapen memoir was associated with product complaint (B)(4) /lot 0911c03. Return status of the pen was not provided. The user and the user's training status were not provided. The humapen memoir had been in use for about a year.